Manufacturer narrative:
The synchroseal instrument is not expected to be returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Upon receipt, images and video of the procedure were escalated to isi quality improvement engineering (qie) for technical review. Arcing at the electrode tips was confirmed and the findings in the review reaffirmed that there was no tissue damage. Upon further review of video evidence, it was noted that the system messages received indicated that the synchroseal instrument should have been removed and inspected for damage, however, the instrument was not noted to be removed for inspection. A review of the instrument log for the synchroseal instrument (pn: 480440-05, batch/lot-sequence: t90191029-0186) associated with this event has been performed. Per the logs, the synchroseal instrument was last used on (B)(6) 2020 on system (B)(4). As the instrument is single use, the alleged event occurred on the only use of the instrument. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. Based on the information provided at this time, this complaint is being reported because it was alleged that the instrument exhibited signs indicative of thermal damage and a review of system messages indicated that arcing had occurred. There was no report of patient harm, injury or adverse outcome due to the event.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the surgeon noted that the synchroseal instrument appeared to have more error messages that the vessel sealer extend (vse). For clarification, the error message noted "inspect jaws for damage. Hemostasis may be compromised." The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) performed a review of the procedure video and it was determined through the error messages that the instrument had arced. There was no visible arcing or sparking, however, there was visible damage to the cut electrode. Isi followed up with the surgeon and obtained the following additional information: the affected synchroseal instrument was not inspected prior to use and will not be returned to isi for analysis. The electrode damage was observed during transection through uterine wall (around fibroid) with yellow pedal (i.e. Sync mode/single-step seal and cut); transection through the fibroid shortly after showed an error message associated with interrupted energy activation. The surgeon was unaware the instrument arced as no arcing was seen and the error message was not interpreted as such. The surgeon's comments only pertained to the number of error messages received in comparison to the vse instrument. Upon isi's internal review, it was noted through the error messages that the instrument had arced. There was damage noted to the cut electrode. No internal collisions with other instruments were noted. The procedure was successfully completed robotically with no injury or adverse consequences to the patient.